Event description:
It was reported that during preparation for percutaneous coronary interventional (pci) procedure, stent damage was noted. Upon unpacking, the taxus liberte 20mm x 2.25mm paclitaxel-eluting coronary stent system, the nurse noted that the stent struts on the proximal end were protruding. The procedure was successfully completed with another of the same device. The device had no contact with the patient.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed severe distal stent damage. The stent struts were misaligned and stretched. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The stent damage is consistent with handling damage; it is advised in the taxus liberte directions for use section 9.3.1 preparation (packaging removal) to carefully remove the delivery system from its protective tubing. Remove the product mandrel and stent protector by grasping the catheter just proximal to the stent, and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent protector removal, do not use this product and replace with another. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to handling damage.